Event description:
It was reported that stent damage occurred. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the distal edge of the stent had lifted from the balloon. Another 2.25 x 12mm synergy stent was then crossed without issues, subsequently needed to place other 2.25 x 24mm stent to cover the whole lesion and the procedure was completed. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the distal edge of the stent had lifted from the balloon. Another 2.25 x 12mm synergy stent was then crossed without issues, subsequently needed to place other 2.25 x 24mm stent to cover the whole lesion and the procedure was completed. There were no patient complications reported and the patient was fine.